Event description:
The customer reported a ventilator experienced an alarm light emitting diode (led) failure during device set-up. The customer reported the device issue was found during set-up. There was no patient or user harm reported. The device was evaluated by the customer and a philips remote service engineer (rse). The customer reported having replaced the power switch overlay and the issue was resolved. The unit was functionally tested and successfully passed all testing. The unit was returned to service. No other anomaly was reported. Based on the information provided and service performed, the customer's alleged malfunction was confirmed.